Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The more than 50% stenosed target lesion was located in the severely tortuous and mildly calcified right renal artery. After confirming that a v-14 wire was in the true lumen. Following pre-dilation, a 7.0mmx19mmx150cm express¿ vascular sd stent was advanced but failed to cross the lesion. However, the stent dislodged from the delivery system and was removed from the patient with a snare. The procedure was completed with implantation of a 6.0mmx18mmx150cm express¿ vascular sd stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd premounted stent system with the stent. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The stent moved proximally 9mm on the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The more than 50% stenosed target lesion was located in the severely tortuous and mildly calcified right renal artery. After confirming that a v-14 wire was in the true lumen. Following pre-dilation, a 7.0mmx19mmx150cm express vascular sd stent was advanced but failed to cross the lesion. However, the stent dislodged from the delivery system and was removed from the patient with a snare. The procedure was completed with implantation of a 6.0mmx18mmx150cm express vascular sd stent. No further patient complications were reported and the patient's status was stable.